Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added.

Event description:
The complainant reported that a patient on impella 5.5 support had multiple episodes of ventricular tachycardia/torsades requiring shocking/defibrillation and medication adjustments. The patient remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.